Event description:
Complainant alleged that the device would not discharge via paddles. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Our evaluation verified the reported malfunction and attributed the failure to an open wire within the multi-function cable.